Event description:
After placing the catheter, it was noticed that the catheter was leaking. It was immediately decided to replace the catheter with a new one. There was no patient injury. After the replacement, the patient was doing fine and getting appropriate pain relief. The pump was used to deliver morphine.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.